Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 4 alleged false positive sars results on an asymptomatic patient testing weekly at a healthcare facility. It is unknown if confirmation testing was performed.

Manufacturer narrative:
Additional information provided by consumer. Update provided 09/28/2022; lot number of test strip package (customer did not have kit box lot). Updated information: b4; date of this report; updated to today's date 10/11/2022. G3; date of new information received; 09/28/2022. H2; updated selection to "additional information". H6; type of investigation; added codes: 3331 (DHR review), 4101, 11 (retain testing). H10; manufacturers narrative update: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with retains. Source: phone.

Manufacturer narrative:
Correction: a1; corrected patient identifier number. B4; added today's date of the follow-up correction report.